Event description:
It was reported that an ilet user experienced a pairing failure between the ilet pump and an active dexcom g7 sensor that continued to transmit to the phone but not to the pump, consistent with an intermittent communication failure potentially involving the device¿s electrical/magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the device¿s electrical/magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.